Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter heart valve replacement (tavr) procedure, after implantation of the 23 mm sapien valve and during sheath removal it was noted there was a moderate dissection in the left iliac artery. A covered stent was placed to repair the artery with a satisfactory result, the cut down site was closed in a normal fashion, and the patient was patient was transferred to the recovery unit. The size of the femoral artery was a concern at start of case, but procedure was performed with the best intentions for the patient's health.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators, such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0 mm. In this case, the patient's minimum luminal diameter was measured to be 6.8 mm and was noted to have mild calcification and tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported vascular event cannot be confirmed; however, it is likely that the less than the recommended vessel size for use of a 22fr sheath, along with calcification and tortuosity not appreciable on imaging contributed to the event. In addition the operators discussed that the vessel size was of concern at the beginning of the procedure; however, they proceeded with the case. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.